Manufacturer narrative:
As per internal review, the patient has not experienced posterior capsule rupture. Hence, patient event code "2639 - e0801 - capsular bag tear" has been removed. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery (cataract extraction with intra ocular lens implant), an ophthalmic cannula came off the syringe. It was further reported that the patient experienced iris hemorrhage which was controlled intraoperatively. The procedure was completed. The current patient status was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery (cataract extraction with intra ocular lens implant), an ophthalmic cannula came off the syringe and caused the posterior capsule rupture. It was further reported that the patient experienced iris hemorrhage which was controlled intraoperatively. The procedure was completed. There was patient contact and slight patient harm. The current patient status was unknown. This report pertains to pikpak involved in these reported events (case 2 of 2).

Manufacturer narrative:
Upon further review of the file, it was determined that the suspect product is the irrigating 27 gauge cannula that is a part of the custom pak/pik pak where the cannula had come off the syringe and custom pak/pik-paks were not at all involved for reported adverse events during the procedure. The initial report was submitted in error. No further reports will be scheduled under mfg. Report num. 1644019-2024-00974. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further review of the file, it was determined that the suspect product was the irrigating 27 gauge cannula that was a part of the custom pak/pik pak where the cannula had come off the syringe and custom pak/pik-paks were not at all involved for reported adverse events during the procedure.